Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter fell out a few hours after the placement. The catheter was placed in the emergency outpatient department, and it was spontaneously removed. It was a few hours after the detention, so it might be a problem.

Event description:
It was reported that the foley catheter fell out a few hours after the placement. The catheter was placed in the emergency outpatient department, and it was spontaneously removed. It was a few hours after the detention, so it might be a problem.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter fell out a few hours after the placement. The catheter was placed in the emergency outpatient department, and it was spontaneously removed. It was a few hours after the detention, so it might be a problem.

Manufacturer narrative:
The reported event was confirmed cause unknown. 1 sample was confirmed to exhibit the reported failure. A potential root cause for this failure mode could be ¿imperfection in balloon due to process¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.